Event description:
It was reported to philips that the system failed to boot due to suite pc issue on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc, reinstalled software, and tested the system, making it fully operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).